Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: during investigation, the delivered boluses were calculated and the delivered boluses on each day matched correctly the total daily dose (tdd) bolus history. Manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No errors occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a (B)(4)% discrepancy during this testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no signs or symptoms of hyperglycemia. During troubleshooting, it was noted that the bolus totals in the bolus history did not match the bolus totals in the total daily dose history. A cause for the discrepancy could not be identified. The alleged bg excursion does not meet animas¿ criteria for a serious injury. The alleged bolus history issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.